Manufacturer narrative:
(B)(4). Batch # n91p6c. Additional information was requested and the following was obtained: the staff said it was not able to close the clips. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The reported event could not be confirmed as no malformed clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that the device would not close/clamp. Unknown how case was completed. There were no adverse consequences for the patient.